Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and found the customer was using expired aqua calibrator. The fse recalibrated with new lot aqua calibrator and calibration passed. The fse performed ise qc and all results were on customer¿s assigned mean value. The issue was resolved. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple low erroneous sodium (na) patient results were generated and ion selective electrolyte (ise) low quality control (qc) recovery issue on their unicel® dxc 600 instrument. The erroneous patient results were reported out of the laboratory and were later amended. The customer stated that patient treatment was affected due to the event. There was no report of injury associated with the change in treatment. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient data or demographics.